Manufacturer narrative:
Date of event: approximated date was (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging the ipg and opted to replace with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg was discarded.